Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. The abutment was changed under local anesthetic (date not reported). The implanted device remains.